Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records a partial lead measuring 66.7cm was returned. Analysis found external abrasion at 45.2cm to 46.5cm and 48.1cm to 48.7cm from the connector pin. The svc cables were exposed in these areas. This was caused by friction to another device. An inside-out abrasion was noted at 62.5cm-63.2cm from the connector pin. The rv c cables were exposed in this area.

Event description:
The svc to can vectors had measured out of range impedances low. During a pocket revision, the physician observed that the patient had an additional svc coil used for shocking. However, the pocket was found to be infected. The system was explanted.